Event description:
It was reported that at approximately 1548, an insulin infusion was prepared and programmed guardrails drug library into the pump module to run at a rate of 6.12ml/hr (0.1units/kg/hr at a weight of 61.2 kg), with a total volume to be infused set to 100ml. The primary rn had a second rn at the bedside verifying the programmed medication, dose, rate, patient, volume to be infused were correct as compared with the order, the medication itself. Both rns state they checked all of these things three times before finally signing off and administering the insulin infusion. Around 1700, the patient called the rn into the room complaining of pain to arm around infusion site. The rn stopped the infusion and noted that the pump was showing too much had been infused. The patient was assessed and found to be awake and alert. Intravenous glucose was ordered to correct low blood glucose. Shortly thereafter the glucose was administered, the patient's blood glucose was checked and was 145 mg/dl . The patient remained in stable condition. It was noted that the pump displayed total amount infused was 71 ml. The vital signs and blood glucose remained stable throughout event. Additionally it was reported that the patient did experience infiltration at site of IV, which was the reason the nurse was called into the room and discovered the over infusion issue. The patient was discharged the next day.

Event description:
It was reported that at approximately 1548, an insulin infusion was prepared and programmed guardrails drug library into the pump module to run at a rate of 6.12ml/hr (0.1units/kg/hr at a weight of 61.2 kg), with a total volume to be infused set to 100ml. The primary rn had a second rn at the bedside verifying the programmed medication, dose, rate, patient, volume to be infused were correct as compared with the order, the medication itself. Both rns state they checked all of these things three times before finally signing off and administering the insulin infusion. Around 1700, the patient called the rn into the room complaining of pain to arm around infusion site. The rn stopped the infusion and noted that the pump was showing too much had been infused. The patient was assessed and found to be awake and alert. Intravenous glucose was ordered to correct low blood glucose. Shortly thereafter the glucose was administered, the patient's blood glucose was checked and was 145 mg/dl . The patient remained in stable condition. It was noted that the pump displayed total amount infused was 71 ml. The vital signs and blood glucose remained stable throughout event. Additionally it was reported that the patient did experience infiltration at site of IV, which was the reason the nurse was called into the room and discovered the over infusion issue. The patient was discharged the next day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at approximately 1548, an insulin infusion was prepared and programmed guardrails drug library into the pump module to run at a rate of 6.12ml/hr (0.1units/kg/hr at a weight of 61.2 kg), with a total volume to be infused set to 100ml. The primary rn had a second rn at the bedside verifying the programmed medication, dose, rate, patient, volume to be infused were correct as compared with the order, the medication itself. Both rns state they checked all of these things three times before finally signing off and administering the insulin infusion. Around 1700, the patient called the rn into the room complaining of pain to arm around infusion site. The rn stopped the infusion and noted that the pump was showing too much had been infused. The patient was assessed and found to be awake and alert. Intravenous glucose was ordered to correct low blood glucose. Shortly thereafter the glucose was administered, the patient's blood glucose was checked and was 145 mg/dl. The patient remained in stable condition. It was noted that the pump displayed total amount infused was 71 ml. The vital signs and blood glucose remained stable throughout event. Additionally it was reported that the patient did experience infiltration at site of IV, which was the reason the nurse was called into the room and discovered the over infusion issue. The patient was discharged the next day.

Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that at approximately 1548, an insulin infusion was prepared and programmed guardrails drug library into the pump module to run at a rate of 6.12ml/hr (0.1units/kg/hr at a weight of 61.2 kg), with a total volume to be infused set to 100ml. The primary rn had a second rn at the bedside verifying the programmed medication, dose, rate, patient, volume to be infused were correct as compared with the order, the medication itself. Both rns state they checked all of these things three times before finally signing off and administering the insulin infusion. Around 1700, the patient called the rn into the room complaining of pain to arm around infusion site. The rn stopped the infusion and noted that the pump was showing too much had been infused. The patient was assessed and found to be awake and alert. Intravenous glucose was ordered to correct low blood glucose. Shortly thereafter the glucose was administered, the patient's blood glucose was checked and was 145 mg/dl . The patient remained in stable condition. It was noted that the pump displayed total amount infused was 71 ml. The vital signs and blood glucose remained stable throughout event. Additionally it was reported that the patient did experience infiltration at site of IV, which was the reason the nurse was called into the room and discovered the over infusion issue. The patient was discharged the next day.